Event description:
The customer contacted physio-control to report that their internal defibrillation paddles (lot code 1006) would intermittently not work properly. There were no further details provided by the customer. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4): during the initial communication with the customer, physio-control advised the customer that their internal defibrillation paddles were outside of warranty and that they would need to purchase a new set. When asked, the customer was unable to provide further details about the original reported failure. The internal paddles were not returned to physio-control for evaluation. The cause of the reported failure could not be determined.